Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead his bundle lead exhibited high/ increasing thresholds. The rv his bundle lead was ex planted and replaced. No patient complications have been reported as a result of this event.